Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective mix bar. The fse replaced the mix bar to resolve the issue. Information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrode) results from their au480 clinical chemistry analyser. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for eleven (11) patient samples.